Event description:
Reporter stated that pt was in hosp with high blood glucose (>700 mg/dl). Details regarding the type of treatment received were not provided. Dates of treatment were also not provided.